Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the system was outside of clinical use. The philips field service engineer (fse) inspected the system onsite and confirmed that the system failed to start, and the countdown stuck at 00:00. Review of the system log file confirmed the malfunction. The frame grabber captures the video from the allura system. The frame grabber card in the flexvision pc failed. The philips engineer replaced the flexvision pc, and video signal settings have been restored. After which, the system was returned to use in good working order. The flexvision pc has been returned for analysis and investigation could not confirm the failure. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the allura system was failed to start, and the countdown stuck at 00:00. The device was inside of clinical use at the time of the reported event, no harm was reported to philips. Philips has started an investigation of this complaint.